Event description:
The complaint reported that during the therapeutic implant of a vaxcel implantable port, the sheath peeled alon the perforation for 1-2 cd's but then the sheath brke apart. The doctor extracted pieces of the sheath from the pt (age and gender unk) with the aid of curved hemostate. It was reported that all protions of the sheath may not have been removed from the pt due to the disintegration of the sheath when it broke apart. The clinicians successfully implanted another port on the pt. No sequelle was identified by the complaint as a result of the reported probelm.